Event description:
Per the clinic, the tip of the electrode array was suspected of having folded over in the cochlea resulting in the decision to explant the device. The device was explanted on (B)(6), 2008 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).